Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not completely clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a da vinci-assisted cholecystectomy surgical procedure on 16-oct-2023. The surgeon attempted to clamp on a vessel or tissue bundle with a medium-large hem-o-lok clip at the time of the event. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). This occurred on the first clip application. The site used a backup instrument to resolve the issue.